Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. There was blood visible within the balloon which is indicative of a leak. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was identified 4mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 5.0mmx40mm, 75cm charger¿ balloon catheter was advanced for dilatation. However, the physician noted a tiny pinhole in the seam of the balloon. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. A 5.0mmx40mm, 75cm charger&#10242;balloon catheter was advanced for dilatation. However, the physician noted a tiny pinhole in the seam of the balloon. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was fine.